Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an inserter pad was dropped by a scrub technician after the surgery and broke into two pieces. There was no patient involvement. No further informaiton is available.